Event description:
It was reported that a patient implanted with an impella cp lost distal flows past the repositioning sheath. In response, the pump was explanted. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.